Event description:
During the insertion of an invertapeg otg tube, the plastic part disconnected as it was being pulled through the abdominal wall, and the remainder of the silicone tube stayed inside the patient's stomach and had to be retrieved. The procedure was completed using a new percutaneious endoscopic kit. There were no untoward effects to the patient. There was no report of serious injury or illness associated with the event. However, the patient required a medical intervention to preclude a serious injury or illness.